Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a grip cable dislodged at the proximal end. This is caused by the broken grip cable at the distal end. The complaint was confirmed by failure analysis. An image associated with this reported event were submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following assessment was provided: this looks like a broken grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was found to have a broken cable. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.